Event description:
Edwards received notification from a field clinical specialist that a patient underwent a transfemoral tavr in a previously implanted non-edwards surgical valve. During insertion of the 2nd esheath and the first 26mm s3u valve/delivery system, the stent frame caught on calcium and bent, making it unsafe to deliver. The decision was made to remove the entire system and prep a 3rd esheath and 2nd valve. The second valve was able to be safely delivered and patient left room in stable condition. There was no damage noted on the 2nd esheath upon removal. The seam was somewhat separated as expected, but this did not cause any vascular trauma to the access vessel. The valve and commander and sheath were removed from the patient without any resistance and came out well. Per pre-decontamination evaluation, the delivery system inflation balloon was separated from the crimp balloon.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. This is one of three manufacturer reports being submitted for this case.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was examined, and the following was observed: a separation at the inflation/crimp balloon bond. Double-wall thickness measurements of the crimp balloon were taken and the measured components were within specifications. A review of edwards lifesciences risk management documentation was performed for this case. T he reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints balloon torn and withdrawal difficulty were confirmed based on visual examination of the returned complaint device. However, no manufacturing nonconformance was identified during the evaluation. A review of the device history record, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''as the 2nd esheath was used and the first 26mm s3u valve had a stent frame catch on calcium and bend, making it unsafe to deliver. The decision was made to remove the entire system''. It was additionally reported that tortuosity and calcification were present within the patient's anatomy. Although no withdrawal difficulty was reported from the field, evaluation of the returned complaint device revealed a sheath liner tear from the distal tip, bent valve struts at outflow, stretched guidewire lumen, balloon torn, and crimped valve shifted distally beyond distal marker. This indicates that the delivery system and crimped valve likely caught on the sheath tip during retrieval and subsequent manipulation resulted in material separation/stretching, and all of these implied withdrawal difficulty. In this case, patient had a tortuous anatomy. Tortuosity in the access vessel can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system/crimped valve catching onto the sheath tip/liner and contributing to withdrawal difficulties. Any additional manipulation and/or increased withdrawal forces used to overcome this resistance can lead to the balloon torn (I/c bond separation). As such, available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal (crimped valve), excessive manipulation) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. However, per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented in product risk assessment (pra). Complaint histories for all reported events are reviewed against trending control limits monthly , and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-12030 and 2015691-2023-12756.